Event description:
A 15mm helex septal occluder was implanted on (B)(6) 2007. The defect was sized on echo to be 6mm. The defect was not balloon sized. It was discovered several days after implant that the occluder had embolized. The device was removed in a transcatheter procedure and another device was implanted. The pt was doing well following the procedure. The explanted device was discarded.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(4) 2011, this report will be processed as is.